Event description:
It was reported to boston scientific corp on august 18, 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2008. According to the complainant, two weeks after placement of the reported device, a leak was noted when water was injected into the right angle feeding tube after a feeding. Upon checking the device, damage to the button of the locking adapter was noted. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.